Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00039.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s), a px slim delivery microcatheter (px slim), a neuron max 6f 088 long sheath (neuron max), and a neuron delivery catheter 070 (neuron 070). During the procedure, the physician advanced a neuron 070 through the neuron max to the target vessel and then advanced the px slim through the neuron 070 to the target vessel. Next, while advancing a pc400 into the target vessel using the px slim, the physician experienced resistance and subsequently the pc400 unintentionally detached and migrated into the middle cerebral artery (mca). Therefore, the physician used a snare device to remove the detached pc400. Afterwards, while advancing a new pc400 through the px slim, the physician experienced resistance and subsequently the pc400 unintentionally detached with approximately half of the pc400 in the px slim and the other half in the target vessel. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using other coils, another microcatheter, the same neuron max, and the same neuron 070. There was no report of an adverse effect to the patient.